Event description:
On 12/2/96, the facility's clinical cost containment manager (mgr) contacted the MFR's supervisor, customer service and stated that the change in the product was noticed. The needle is dull coated and difficult for the physician's to use. Additionally, she stated that the needles are utilized in a pain management program on another MFR's device. The facility's clinical cost containment mgr. May want to return the needles after taking to someone about the change in the needles. The MFR's supervisor customer service transferred the facility's cost containment mgr. To the MFR's mgr, marketing. She informed him that they were using the MFR's needles to access another MFR's pumps at a pain clinic that does about 60 refills a month. When asked to describe the clinical problem, she stated that she was not a clinician; however, would contact the pain clinic for further info and call the MFR's mgr., marketing back with the info. Within 5 minutes the facility's clinical cost containment mgr. Called the MFR's., marketing bacl explaining that the pt's do not complain of pain because they are "already numbed up." The clinicians are finding it "difficult to push through the skin." It is also hard for the clinicians to feel the device with the needle, once through the skin. The facility's cost containmant mgr. Did not want to return the needles until the MFR could get the facility replacements with the old style needles the MFR used to provide. The MFR's mgr., marketing informed her that this was not possible, but would contact her in a few days with info of availability of a different of needles.